Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leakage from a hole in the tubing during an infusion of argatroban at 16.7ml/h. The bag and tubing were replaced. There was no report of medical intervention or patient harm.